Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, after two days of implantation the subject lead did not provide either pacing or sensing. No movement of the lead was observed, and there was no apparent damage. Refer also to MDR 1000165971-2011-00204; sn: (B)(4), which is the ventricular lead implanted with the subject lead.